Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s blood glucose went as low as 68 mg/dl and as high as 400 mg/dl. Customer treated their low blood glucose levels with food. Customer treated their high blood glucose levels via insulin pump. Customer advised they made changed to their basal rates. Customer advised they would discontinue use of the insulin pump until they speak to their healthcare provider.